Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia, when fixing the mesh, the tackers did not stay at the correct place and did not fixate. Changed the product to complete the procedure. There was no patient injury.